Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a procedure, the system froze. The system was rebooted but still seemed to be frozen. After long press of the standby switch, the system activated however, a system advisory displayed. The system was switched out to complete the case. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was replicated. The power supply cable and the host were both replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 7, 2006. Based on qa assessment, the product met specifications at the time of release. There were multiple parts were replaced, as such; it remains inconclusive which parts (if any) were nonconforming and may have contributed to the reported events. Therefore, the root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).